Event description:
It was reported that the insulin gauge was inaccurate. There was no adverse impact to the customer's blood glucose level. Additional information was not received. The customer declined further follow up from tandem technical support.